Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 400 mg/dl. Customer declined to troubleshoot their high blood glucose reading. The infusion tape and need has an issue. The product will not be returning for analysis. Customer was using auto mode feature during the serious injury.